Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed and the device had reached end-of-life. It was alleged the device battery was prematurely depleting. Device replacement is anticipated, but has not yet been performed. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed and the device had reached end-of-life. It was alleged the device battery was prematurely depleting. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.